Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable and wall adapter. Tandem technical support sent the customer a backup usb charger cable and wall adapter. Reportedly, the customer was able to charge the pump with an alternate cable and wall adapter. Customer¿s blood glucose value was 127 mg/dl.

Manufacturer narrative:
Device not returned.